Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12195. It was reported the patient has soreness, swelling and redness at one of the lead incision sites for the scs system. The physician prescribed oral antibiotics. It was later determined the patient had a fungal infection and was given anti-fungal medication. The scs system was explanted.

Event description:
Device 1 of 6. Reference MFR report #1627487-2015-12195, #1627487-2015-12223, #1627487-2015-12224, #1627487-2015-12225, #1627487-2015-12226 note the patient had two systems implanted. It was originally reported the patient's scs system was explanted. However new information was provided and it is unknown which of the systems was explanted and the date of the explant is unknown. Therefore, the pns system leads are being added (devices 3, 4, 5, and 6). It was reported the patient went to the emergency room due to a fever and bleeding at the wound site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6 reference MFR report: 1627487-2015-12195, reference MFR report: 1627487-2015-12223, reference MFR report: 1627487-2015-12224, reference MFR report: 1627487-2015-12225, reference MFR report: 1627487-2015-12226, additional information identified x-rays taken on (B)(6) 2016, verified the patient's scs system had been previously removed. The patient currently has three quads implanted as one was also previously removed. It was determined that the scs system and one pns quad were removed on (B)(6) 2015, due to a fungal infection. The extension that the pns lead was connected to was not removed. It is unknown which pns lead was removed.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.